Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during a routine device check, high pacing threshold of the ventricular lead was displayed during interrogation. The ventricular capture management trend for the last 15 days showed unstable threshold, fluctuating between 1.5 volts and greater than 2.5 volts. A chest x-ray was performed, in which the positioned site of the ventricular lead was noted to have remained the same since initial implant. The physician decided to place the patient under observation. The ventricular lead remains in use. No patient complications have been reported as a result of this event. (B)(6) 2015 it was further reported that during a routine exam, the ventricular lead was confirmed to have high pacing thresholds. A chest x-ray was performed, in which the device seemed to have migrated and the ventricular lead had dislodged. The device was explanted and replaced in a fixed upper muscle. The ventricular lead was attempted to be repositioned, however failed in fixation therefore the lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.